Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was identified that the grainy image was due to a faulty charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the videoscope displayed a grainy. There was no patient involvement.